Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video laparoscope did not display the image from the right eye and the image appeared white and resembled a stalactite cave. The issue occurred during a laparoscopic gastrointestinal anastomosis therapeutic procedure while the device was inside the patient under sedation. It was completed with the same device. There were no reports of patient harm.